Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient's doctor recommended to visit an endodontic doctor for pain associated with restoration and patient voluntarily stopped wearing aligners after receiving field safety notificiation.